Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had hardware low level failures. The customer¿s blood glucose level was unknown. The customer's father reported that they received the alarm after the self-test. Hardware low level failures alarm. The insulin pump will not be returned for analysis.